Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, laparoscopic video-assisted thoracoscopic surgery lobectomy, when the nurse was preparing the device for application on the bronchus, the reload did not work well with the handle and it did not fire. This might pre-fired before connection with the handle. They changed another reload to complete the case. There was no patient injury.